Manufacturer narrative:
(B)(4).

Event description:
One endeavor sprint drug eluting stent was implanted during index procedure in the lad of a patient. It was reported that the patient had an mi approximately 24 months post index procedure. It is unknown if the mi was related to the target vessel. Investigator assessed the event to be not related to the study device. Cec adjudicated reported mi as not confirmed.